Manufacturer narrative:
Revision occurred after approximately 2 years due to infection. No actual, implied, or suspect link to fx product.

Event description:
Revision occurred approximately 2 years after the primary surgery, which occurred at some time in 2023. The primary surgery could not be located based on the information given by the distributor. No fall or other trauma reported. Revision occurred due to pain at the implant site, specifically around the screws on the stem. A glenosphere, a humeral cup, and 2 screws from the stem were explanted. These parts were replaced with a 36 mm centered glenosphere, a 36 mm + 6 humeral stability cup, and 4 locking screws.